Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: kinectiv m/l taper, catalog:unk, lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2016 - 01960. Customer has indicated that the product will not be to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient was experiencing sensitivity to chrome cobalt ions. Wear of head neck trunnion and pseudotumor were reported.